Event description:
Product implanted when mislabeled by manufacturer. Product was 100 cm - box stated (labeled) 150 cm. Caused md - operator to insert longer stent received second device. Resulting in discard of short stent opened and deployed.